Manufacturer narrative:
Pump (B)(4) and outflow graft #(B)(4) were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported "low flow" event was confirmed via review of controller log files, which revealed a slight decrease in power consumption starting (B)(6) 2017. Eighteen (18) low flow alarms have been logged since (B)(6) 2017. Parameters returned to normal operating range on (B)(6) 2017. Of note, the CT scan revealed that approximately (B)(4) of the outflow graft was occluded. The patient was subsequently taken to the catheterization lab for outflow graft stenting following which the flow and power returned to normal operating range. Additionally, it was reported that the graft occlusion was due to external compression. It was also reported that the gortex graft had been placed over the hvad graft when hvad was implanted. With a review of the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the "low flow" event can be attributed to an occlusion within the outflow graft likely resulting from external compression. Additionally, the instructions for use states that a kinked or compressed outflow graft can lead to reduced flow and/ thrombus formation. (B)(4) - outflow graft. (B)(6). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: yes. (B)(4). Device not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the patient expired on (B)(6) 2017. No autopsy was performed. Initially there was external compression believed to be from the gortex graft that was over the hvad graft. The site did not suspect that the graft was cut too long or too short. There was no report of remodeling that may have altered pump/inflow position. The medical team believed the event was device-related as the outflow graft compression compromised pump performance. However, the gortex graft is ultimately believed to have caused the problem. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: 1001871538 - 1125 - MFR. Date: 03/31/2014 - exp. Date: 03/31/2019, outflow graft. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remains implanted

Event description:
A report was received that the patient presented with low flows and hypotension. The medical team presumed this was caused by over-diuresis. As there was no improvement following volume repletion, the site felt the patient was in right ventricular failure. The patient was started on dopamine and milrinone drips with slight improvement in flow. Controller log files were sent. Preliminary log file analysis showed power consumption below normal operating range. Computed tomography (CT) scan revealed approximately 75% occluded outflow graft. The patient was subsequently taken to the catheterization lab for outflow graft stenting. The patient required intubation prior to the procedure. Flow and power returned to normal operating range after four stents were placed. The interventional cardiologist reported that the graft occlusion was due to external compression. The patient remains hospitalized. Of note, a gortex graft had been placed over hvad graft during initial hvad implantation. No further information was provided.